Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that this system had been exhibiting increased pacing impedance measurements on the left ventricular (lv) channel which recently had exceeded 3000 ohms. Additionally, shocking impedance measurements had been increasing and were greater than 200 ohms. Variable pacing threshold measurements on the right ventricular (rv) channel were also observed. The health care provider initially reported that one of the patient's leads were broken, but did not specify which one. A revision procedure was performed and the lv lead and rv lead produced normal results with the pacing system analyzer (psa) and a replacement device. An issue with the device header was suspected as it took the physician multiple attempts to remove the right ventricular (rv) lead. The physician confirmed that the leads were intact and the leads were successfully interfaced to the replacement device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.